Event description:
The customer reported to the FDA through a medwatch report that the defibrillator pad or its cable was the source of ignition of a fire involving a pt in an oxygen enriched environment. No device, customer or pt information was provided to philips.

Manufacturer narrative:
The customer reported to the FDA through a medwatch report that the defibrillator pad or its cable was source of ignition of a fire involving a pt in an oxygen enriched environment. No device, customer or pt information was provided to philips. The labeling for philips defibrillators warns the user about oxygen rich environments. For example, the IFU states "do not use the heartstart xl in flammable or oxygen rich atmosphere. This can cause an explosion hazard". There is not enough information provided to make any determinations regarding this issue. No further investigation is possible.